Manufacturer narrative:
Updated section b4 (date of this report) and g3 (date received by manufacturer). H10: additional manufacturer narrative: initially, it was reported that a 25mm carpentier-edwards magna valve implanted in aortic position was explanted after an implant duration of seven (7) years and five (5) months due to structural valve deterioration (svd) leading to stenosis. A 25mm non-edwards mechanical valve was implanted in replacement. However, through investigation it was learned that the valve malfunctioned requiring intervention after more than 10 years. Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. This may present as regurgitation and/or stenosis. Nonstructural valve dysfunction or degeneration (nsvd) is any abnormality not intrinsic to the valve itself that does not involve valve components; this may present as regurgitation, stenosis, increase/high gradient, dehiscence, paravalvular leak or hemolysis these are expected and foreseeable results in valves that have been implanted long term and are near the end of its established life expectancy. In accordance with section 4.2.4 in FDA medical device reporting for manufacturers, for valve implants equal to or greater than 10-years will not be reportable. In this case, the valve malfunctioned requiring intervention after greater than 10 years. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: this is one of eight (8) manufacturer reports being submitted to this article. Article citation: corona, silvia; manganiello, sabrina; pepi, mauro; tamborini, gloria; muratori, manuela; ali, sarah ghulam; capra, nicolo; naliato, moreno; alamanni, francesco; zanobini, marco. Annals of medicine & surgery 77(): may 2022. / doi: 10.1016/j.amsu.2022.103624. The device was not returned for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "bioprosthetic aortic valve replacement in patients aged 50 years old and younger: structural valve deterioration at long-term follow-up. Retrospective study ", the following event was identified as pertaining to edwards valve: a 25mm carpentier-edwards magna valve implanted in aortic position was explanted after an implant duration of seven (7) years and five (5) months due to structural valve deterioration (svd) leading to stenosis. A 25mm non-edwards mechanical valve was implanted in replacement.